Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 11. On 2023-12-07, non-osseointegration was verified. Patient presented with fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain, bleeding and inflammation. No further patient complications were reported.